Manufacturer narrative:
A sample device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed. Explanation of method: a sample device was returned and is currently under investigation.

Event description:
A report was rec'd alleging that during removal of the device from use, the cannula was found to be broken off of the administration set. It is unk if the cannula remains inside the pt. No further action was taken. No adverse effects to pt were reported.